Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with possible pocket infection. It was also noted cardiac compass had invalid dates. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.